Event description:
(B)(4). I have the essure device put in on (B)(6) 13 at my 6 week check up after having my 5th child. After having this done within the first 6 hours I have horrible pain in my legs and hips. I had to have help getting in and out of bed for 2 weeks. My hips felt busted. I also noticed that I had horrible cramps and burning in my ovaries. I had some spotting the day I left my doctors office. During the first 2 weeks I was bleeding very heavy and started having dizzy spells, felling sick to my stomach, anxiety, weird bitter taste in my mouth, horrible migraine headaches, and chronic pelvic pain. 6 weeks after having this done I was still bleeding so I went to my dr again. He noticed that my left coil was about 2 cm outside in my uterus and was rubbing my uterus causing me to bleed. I dealt with that for 9 months. During that time and to date today (B)(6) 2015 I have lost massive amounts of hair, still have horrific migraines, painful intercourse, horrible dizzy spells, I have extremely high blood pressure to the point that the medication I'm on doesn't really help. I have pain in my lower abdomen all the time. The feeling of a hot pocket, or feeling like my tube are being pulled. Most of the time I'm in horrible pain that I'm in bed most of the time. I still deal with a bitter taste in my mouth, I lost hair in weird places all over my body. I'm dealing with a sick stomach daily. I deal with horrible bloating and pressure in my stomach, I have a rash that is on my back and chest that doesn't go away. I also have what feels like tremors throughout my body. This procedure did nothing but take my life from me and my family.